Event description:
It was reported by service report that the ac power cord was torn near the plug end with exposed wires, and the motion interrupt pan was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan.